Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received the pump off and driveline disconnect alarms while the lvad system was supported by the power module via the patient cable. Reportedly, the patient was asymptomatic but was admitted and placed on battery power. The patient's system controller log files were submitted to the manufacturer's technical services for review. The log file contained approximately 2 days of data and confirmed the occurrence of multiple pump stops and speed drops greater than 200 rpms below the preset low speed limit. These events only appeared to occur while the lvad system was supported by the power module and patient cable. This type of behavior had previously been linked to potential issues with the driveline. On 06/14/2016, technical services arrived onsite for a driveline evaluation and repair. During evaluation the pump stop events were unable to be reproduced. The maximum length of the external portion of the driveline was replaced and post-repair, pump stoppages were unable to be reproduced. The patient was monitored overnight at the facility. On (B)(6) 2016, it was reported that a pump stop event occurred overnight while the lvad system was supported by the power module. To mitigate the risk of re-occurrence, the patient was provided with two modified ungrounded patient cables to use in conjunction with the power module. No further information was provided.

Manufacturer narrative:
The report of low speed hazards / pump stoppage events and driveline disconnect alarms was confirmed based on the evaluation of the submitted log files and the log file retrieved from the returned system controller; however, a specific cause for the events could not be conclusively determined through this evaluation. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events could not be determined through the evaluation of the returned portion of the driveline. A distal end driveline replacement was performed and approximately 18 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Additionally, no atypical alarms or events were captured during functional testing of the returned system controller. The system controller was found to function as intended during analysis. According to the information, following the driveline repair, the patient continued to experience pump stoppage events when connected to the power module. The patient was issued ungrounded patient cables and remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 07/07/2016 stating that the patient is being evaluated for a possible heart transplant and will remain ongoing on pump support using an ungrounded patient cable.